Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not recovered. All pockets were failed. As per return part analysis, it was determined that the retainer bracket and rear slide bumper along with top drawer right slide were missed. Found thermal damage on pyxibus module controller board. And loose ball bearings. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 16 jan 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The observation of drawers being off bus/unable to communicate and bad drawer rails was confirmed by the bd field service engineer and in agreement by the dchu investigation teambased on investigation results. The field service engineer evaluated the drawer: drawers 3.1 and 3.2 were off the bus; also observed rails in the half height drawer were bad. Replacement drawer was installed visual inspection of the received drawer observed a missing retainer bracket and rear slide bumper along the top drawer right slide, and loose ball bearings visual inspection of the pyxibus module controller board observed thermal damage along the part electrical measurement of the board verified it was failed. A failed board is a symptom of a drawer being off bus/unable to communicate due to the drawer being received with unsecured internal components, indicating potential damage, further testing was deemed unnecessary in order to mitigate the risk of damaging dchu parts.

Manufacturer narrative:
Correction: section h imdrf annex code added for thermal damage correction: section b date of event and description updated for clarity.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not recovered. All pockets were failed. As per return part analysis, it was determined that the retainer bracket and rear slide bumper were missing along the rear right slide of the top drawer. The visual inspection of the returned part noted thermal damage on the pyxibus module controller board. There were no adverse events or injuries reported based on this incident.